Event description:
During a device exchange procedure, when connecting the right ventricular (rv) lead to the new device, the set screw broke and came off the device. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
Sthe reported event of the septum came off with the setscrew was confirmed. Analysis revealed an anomaly that, even though medical adhesives (med-a) was applied to seal in the septum, the med-a only adhered to the septum and not the epoxy header surfaces. In order to seal the septum in the septum cavity, the med-a has to adhere or stick to both surfaces, the septum surfaces and the epoxy header surfaces which includes the septum cavity inner walls. This is a manufacturing anomaly that the med-a was not sticking to both surfaces necessary to seal the septum in place in the septum cavity.